Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and sensor. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with pump. The mother states they would not bring the levels down as the customer was in school. It was reported that the mother conducted set change and did not give permission to access carelink.